Event description:
Product analysis was completed on the returned vns generator and lead. Analysis of the generator did not identify any anomalies, and the generator performed per specifications. The generator was at end of service. The end-of-service (eos) condition was found in the pa laboratory and determined to be the result of normal expected battery depletion. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Manufacturer follow up with the reporter revealed the vns was explanted at the patient's request as the vns had been disabled for over a year as a trial to see how the patient would respond without vns therapy. The vns was reported to be working properly prior to the disablement.

Event description:
Reporter indicated a patient's vns lead and generator were explanted due to "non functioning." The exact allegation against the vns is unknown. A battery life estimate performed for the generator yielded negative years remaining at the date of explant, indicating possible end of service. The explanted lead and generator have been returned and are pending product analysis. Attempts for further information are in progress.